Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During t2 gtn surgery, the surgeon inserted the locking screw into the proximal oblique screw hole. When the surgeon tried to do the drill the transverse screw hole, the drill bit broke (tried twice and broke twice). The surgeon then removed the screw inserted in the oblique screw hole and drilled the transverse screw hole and screw was inserted. Although the surgeon tried to insert the screw in oblique screw hole again, because a abnormal noise was heard he did not insert the screw.